Event description:
On (B)(6) 2006, had surgery for cystocele, midline, during surgery my bladder was lacerated. Prolift was implanted and my life totally changed. Two days before I was very able to have intercourse with my husband and we have not been able to have intercourse at all, not once since 2006. I have pain, sometimes extreme, cramping, urinary problems, mesh erosion, vaginal atrophy, etc, and it is very depressing, can't exercise because of pain and cramping, scarring. Dr suggested surgery to try and clean up some scarring and loosen straps of prolift, but was not encouraging about the results. Said it could cause more damage and absolutely no guarantee. Please, I just want my old life back. I was also told prolift cannot be removed.